Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope "ultra", 5.4 mm, 0° had a broken shaft. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected fields: d9 and g2 (¿health professional¿ was inadvertently unselected on the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The customer's reportable malfunction was not confirmed. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the investigation results, the root cause could not be identified. However, it is likely that excessive force led to the malfunction. Olympus will continue to monitor field performance for this device.